Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Per medwatch report: event desc: pt was supposed to receive gemzar over 30 min. The pump was programmed correctly however at end of 30 minutes, the pump beeped as if infusion complete with approximately 50 cc left in the bag. The devices were checked by biomed and returned to service. No patient harm was reported; however, the customer selected "other serious".